Event description:
The international customer reported the ventilator displayed a data acquisition pcba adc reference failure during pre-operational checkout. The device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted a vent inop data acquisition pcba adc reference failure occurrence as reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer reported the power management pcb board was replaced to address the reported problem. Final testing was completed to operating specifications.